Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was experiencing ongoing symptoms of dyspnea, dizziness, and overall lethargy ever since the implant procedure. The patient's medications were changed, and review of device data noted some fusion and loss of capture beats due to premature ventricular contractions. The blanking period of the pacemaker was reprogrammed accordingly to address this. The patient was also reported to have a shallow breathing pattern, and their heart rate would increase easily with arm movements, but not so much when doing normal exercises. The accelerometer and minute ventilation (mv) feature were reprogrammed to help be more responsive for the patient. After these programming changes, the patient reported feeling slightly better and will continue to be reviewed at a later time. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was experiencing ongoing symptoms of dyspnea, dizziness, and overall lethargy ever since the implant procedure. The patient's medications were changed, and review of device data noted some fusion and loss of capture beats due to premature ventricular contractions. The blanking period of the pacemaker was reprogrammed accordingly to address this. The patient was also reported to have a shallow breathing pattern, and their heart rate would increase easily with arm movements, but not so much when doing normal exercises. The accelerometer and minute ventilation (mv) feature were reprogrammed to help be more responsive for the patient. After these programming changes, the patient reported feeling slightly better and will continue to be reviewed at a later time. The pacemaker remains in service and no adverse patient effects were reported.